Event description:
A pt was drawn in a doctor's office, next day pt claims "cellulitis" was contacted. Lot # and catalog # are both unk. Product is unavailable. Nurse at doctor's office spoke with pt to assure product was sealed and sterile prior to use. Office feels cellulitis may have been brought on due to diabetic condition of pt.